Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of a bent plunger that damaged lens; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product's acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported during intraocular lens (iol) implant procedure, the injector was bent or on an angle compared with the other injectors, bended the haptic of the lens, lens was cut into pieces for extraction. The lens was explanted and replaced with another lens during initial procedure implanted successfully with a new injector. The procedure was completed on same day. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).